Event description:
It was reported to covidien in 2008 that a customer had an issue with an insulin needle. The customer reports the cannula detached into her arm during injection.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.